Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was in the hospital due to an increase in dystonia symptoms. The patient has had a gradual increase in falls and difficulty walking since (B)(6) 2017. The patient had a fall in the shower and another fall the day of this report and was taken to the hospital. The patient was having a lot of anxiety, trembling and didn¿t seem to recognize family members. It was reported that the patient¿s blood pressure and blood sugar were fine. It was noted that a patient¿s family member said the patient was acting like they did before getting the deep brain stimulation (dbs) therapy. It was also noted that the patient has some pre-existing mental retardation and started developing dystonia in 2004. It was unknown if the ins was on, but it was thought that it was. The patient is charged daily and was charged the day prior to this report. It was noted that they would follow-up with a physician to check the system. No ins recharger (insr) or programmer were available at the time of this report to verify system status. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.